Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's universal battery charger (ubc) was smoking when they attempted to use it. Later on, the ubc would not turn on.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's universal battery charger (ubc) was smoking when they attempted to use it. Later on, the ubc would not turn on.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) not turning on appropriately was confirmed via evaluation of the returned ubc (serial number: (B)(6)). The ubc was evaluated by service depot revealing that the ubc was not turning on after being connected to ac power. The unit interior was inspected revealing damaged components on the power supply printed circuit board (pcb). The power supply pcb was replaced which resolved the issue. The unit was then functionally tested and passed without any issue. The unit was returned to the rental pool and the exchanged power supply pcb was forwarded to ppe group for evaluation. The forwarded power supply pcb was connected to a test ubc. The test ubc shorted immediately after being turned on and the unit was then disconnected from power. Inspection of the power supply pcb revealed extensive damage on the circuit board and the components due to an electrical short occurring. Although not reproduced during testing, the ubc could produce smoke from the components on the damaged pcb overheating if the unit is connected to power and turned on for an extended period of time. The root cause of the reported event was determined to be damage on the power supply pcb components and circuit board due to an electrical short; however, the root cause of the electrical short first occurring could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the universal battery charger, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The universal battery charger was shipped to the customer on 16feb2021. Heartmate ubc instructions for use (IFU) (rev. B) provides an overview of how to use and care for the ubc. Section 5, entitled ¿monitoring performance¿, covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including faults that occur on the ubc, and the actions to take if the faults do no resolve. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.